Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc 20 user's test strip had poor storage.(kitchen) (B)(4) manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call backs on (B)(6) 2017 and (B)(6) 2017. At follow-up call on (B)(6) 2017, the customer stated her condition had improved and she did not currently have any diabetic symptoms. The customer stated she had gone to the hospital on (B)(6) 2017. Customer stated her blood result while at the hospital was 48 mg/dl non-fasting. Customer stated he diagnosis from the hospital was hypoglycemia and she was given IV and sugar water. Customer stated she was told to hold insulin until she sees her primary care physician. Customer stated she left the hospital on (B)(6) 2017. Customer stated there were no additional blood tests performed with the true metrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 350, 200 and 208 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 180 mg/dl. Customer stated she had called her primary care physician who suggested she contact the manufacturer due to the high readings. During the call on (B)(6) 2017, the customer stated she would go to the ER because she felt sweaty and believed it was related to her blood sugar. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: 350mg/dl fasting customer states that on (B)(6) 2017, she checked her blood sugar with the true metrix meter and it gave her a results of 350mg/dl fasting. Customer injected herself with 10 units of humalog as per her physicians order. Customer states she started to feel shaky and sweaty. She called 911, when the paramedics arrived, they checked her blood sugar with their meter and it read 58mg/dl non-fasting. Customer was transported to the emergency room where her blood sugar was 48mg/dl non-fasting. Customer was admitted and diagnosed with hypoglycemia. Customer remained at the hospital where she states they injected her with "sugar water" and was released on (B)(6) 2017. Customer states the ER physician suggested that she holds her insulin until she speaks to her primary care physician. Customer states she checked her blood sugar again with the potential defective meter and her results was on (B)(6) 2017 160mg/dl fasting and on (B)(6) 2017 the meter read 246mg/dl fasting. Customer states that she called her primary care physician who suggested that she gets in contact with the manufacturer because the true metrix meter is giving her inaccurate high readings. Customer will now go to the ER because she feels sweaty and believes it is related to her blood sugar.